Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site discharge and difficulty mobilizing the peg tube. On (B)(6) 2022, the patient experienced stoma site pain and bleeding. On (B)(6) 2023, the patient visited the ER and it was found that mobilizing of the peg tube is impossible. On an unknown date, it was reported that the patient underwent exploratory gastroscopy during which a buried bumper was observed. An attempt was made to extract the buried bumper with different tweezers however it was not possible. On (B)(6) 2023, the patient underwent a second gastroscopy. The patient's tubing was removed, and a peg feeding tube was placed for oral sinemet administeration.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental will be filed.